Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with excessive no delivery alarms. The customer's blood glucose level was 13.4 mmol/l at the time of the incident. The customer reported the no delivery alarm repeated every day. No further details were provided. The insulin pump will be returned for analysis.